Manufacturer narrative:
Other text: investigation results completed on a smiths medical parapac plus - level 1 service manual ((B)(4)). Device was tested and passed all functional testing, the complaint of oxygen connection sensor not working was not confirmed. The indicator was reset and worked as intended. It is not know why the event occurred.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the oxygen connection sensor on the pneupac ventilator was not working properly; the red ball was not turning white when the oxygen was connected. This product fault was discovered during a pre-sale check. There was no patient involvement.